Event description:
Patient admitted on 7/25 with signs of transient ischemic attack. Has pacemaker with lead in place for 17 yrs. And has high impedence. Electrode and pacer generator changed 7/29/97 to eradicate possibility of actual pacer malfunction in near future.